Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated she was gardening and had the insulin pump clipped to her underwear. Blood glucose value was 281 mg/dl. The customer already had an upgraded insulin pump and did not want to send back the product for analysis. The customer also mentioned experiencing high blood glucose but declined troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.